Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, the phenomenon occurred due to wear of the video connector socket. Omsc presumed that the video connector socket wore out and a connection failure occurred due to repeated use for a long period of time, because it has been more than 14 years since the device was delivered.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on august 4, 2021, it was found that the image dropouts occurred. There was no report of patient injury associated with the event.